Event description:
Customer states the compact plus system produced an undosed result of 135 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.